Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient underwent intraocular lens (iol) implantation surgery. However, postoperative visual acuity did not improve. The lens replacement was under consideration. Additional information was received stating that the iol was replaced. Explanted iol was discarded.

Manufacturer narrative:
Additional information was provided in d.9., h.3. H.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) returned in a vial of solution. No device returned. The iol is split/cut from the edge and reaching towards the centre. There is another small split/cut on the optic. One haptic tip is missing and not returned, the other haptic is intact. Due to iol damage, a functional test to assess the optical performance of the lens could not be conducted. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).